Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the pump had powered off without warning multiple times a day for the past week, and that on two of those occasions the patient experienced a blood glucose (bg) value in the low 600 mg/dl range with nausea. The patient reportedly did not know that the pump had powered off. The patient reportedly treated her high bg via syringes and did not need medical intervention. There was no damage or corrosion found to the battery compartment or the battery cap. The battery cap was reportedly replaced 7 to 12 months ago. The user guide instructs the patient to replace the battery cap every six months. This complaint is being reported due to the patient's hyperglycemic event while using insulin pump therapy and due to the alleged power issue with the pump.

Manufacturer narrative:
Follow-up #1 date of submission 06/22/2012 - device evaluation: the pump has been returned and evaluated by product analysis on 05/24/2012 with the following findings: there were no power issues observed in the black box. There were no "low battery" warnings or "replace battery" alarms observed in the black box or the alarm history. Visual inspection revealed no damage to the battery cap but found that the battery compartment is cracked. The battery cap was able to secure appropriately to the pump. No defects were found to the power flex, battery connections, and internal components. The pump's electrical draws were found to be within specifications. The pump powers on normally with no alarms. The pump was exercised for 29 hours with no alarms and no power issues occurring. The complaint could not be confirmed or duplicated during investigation. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.